Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was implanted with a pacemaker and during a follow up no telemetry was seen. A revision took place and it was noted that the right ventricular (rv) lead showed high pacing thresholds, thus the lead was replaced. After connecting the existing device to a new lead no pacing was seen and it was not possible to interrogate the device. Thus the device was replaced. The device wil be returned for analysis. No adverse patient effects were reported.

Event description:
Additional information noted that this patient had been admitted to the hospital due to recurring syncope, and loss of capture was seen as well when it comes to this rv lead. The patient had a temporary pacemaker in place thus no patient symptoms were noted. The rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with a pacemaker and during a follow up no telemetry was seen. A revision took place and it was noted that the right ventricular (rv) lead showed high pacing thresholds, thus the lead was replaced. After connecting the existing device to a new lead no pacing was seen and it was not possible to interrogate the device. Thus the device was replaced. The device will be returned for analysis. No adverse patient effects were reported. Additional information noted that this patient had been admitted to the hospital due to recurring syncope, and loss of capture was seen as well when it comes to this rv lead. The patient had a temporary pacemaker in place thus no patient symptoms were noted. The rv lead was surgically abandoned. No adverse patient effects were reported

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.